Event description:
It was reported a tibial articular surface provisional broke during sterilization. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. All pieces were returned for evaluation. Visual inspection found a fracture across the intercondylar space. Heavy gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to previously addressed design issue. Persona provisional top components have been modified to prevent fracture. The fractured provisional component in this complaint was manufactured before the design modification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).